Event description:
It was reported that the tip was broken during use. There were no patient complications reported.

Manufacturer narrative:
One arterial embolectomy catheter was received. Dry blood was visible on the balloon area. As received, the balloon was found ruptured. The distal balloon windings were pulled past (off) the catheter tip; the catheter tip was bent and had pushed through the balloon latex. There was no indication of latex deterioration or missing latex. Part of the proximal balloon windings had also unraveled and moved distally on the catheter tip. This condition can occur when the pull force of 1.5 lbs (per IFU) has been exceeded. The distal windings appear to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. Although the complaint was confirmed, there are no indications of a manufacturing non-conformance. Device handling appears to have contributed to the event. No actions will be taken at this time.

Manufacturer narrative:
Additional information from the reporter clarified that the product was removed slowly from the patient to prevent complications. The target vessel was an arterial graft in the arm. Resistance was met during extraction; the resistance was attributed to the adherent clot in the vessel. At last report, the patient was 'ok'. Review of the additional information suggests that characteristics of the vasculature and procedural factors appear to have contributed to the event. The fogarty adherent clot catheter is available as an option for removal of emboli and thrombi from either native vessels or synthetic grafts in the arterial system.